Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold assembly. During evaluation, it was confirmed that the device was unable to fill and the pressure transducer was registering wrong values. Manifold assembly was replaced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the customer reported that the arctic sun device was unable to fill properly and unable to fill the tank. The pressure sensor registered wrong values. Per sample evaluation results on 11dec2023, it was reported that the arctic sun device system does not work in manual mode, the display shows "41 error" and "error 1" when the calibration was in progress but in therapy works correctly.

Event description:
It was reported that the customer reported that the arctic sun device was unable to fill properly and unable to fill the tank. The pressure sensor registered wrong values. Per sample evaluation results on 11dec2023, it was reported that the arctic sun device system does not work in manual mode, the display shows error 41 and error 1 when the calibration was in progress but in therapy works correctly.

Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue is due to a failed manifold assembly. During evaluation, it was confirmed that the device was unable to fill and the pressure transducer was registering wrong values. Manifold assembly was replaced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. UDI related data quality updates only: UDI format updated with available product information per gudid as requested. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.